Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent an unrelated abdominal surgery. The physician requested the device be reprogrammed to electrocautery mode with asynchronous pacing despite the patient having an underlying sinus rhythm of 60 bpm. While in electrocautery mode the patient experienced four ventricular tachycardia (vt)/ventricular fibrillation (vf) events and required external shocks. After programming the device back to monitor + therapy the patient had another vt event. The device delivered anti-tachycardia pacing (atp) therapy but failed to cardiovert the rhythm. Since there were no shocks programmed in this zone, the patient was again externally shocked. The device was reprogrammed to provide shock therapy in the vt-1 zone. No adverse patient effects were reported and the device remains in service.